Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Mother called on behalf of her daughter. She reported her daughter experienced the tampons falling apart upon removal and pieces remained inside. She experienced vaginal pain and swelling. Her daughter no longer had these symptoms, but occasionally little pieces of tampon came out of her.